Event description:
It was reported that the target lesion was located in the superficial femoral artery (sfa). The armada 35 balloon catheter was selected for post-dilatation of a non-abbott stent. The balloon was advanced without resistance. However, during inflation at low pressure, the balloon ruptured. The exact pressure was unspecified, as the balloon was inflated using a syringe. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.